Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported to a manufacturing representative (rep) that the patient developed a pressure sore at the battery site after having hip surgery and being bed ridden for an extended period of time. The sore would not heal and eventually eroded to the battery. The hcp discovered indications of inflammation surrounding the leads at the site of the spine so he removed the entire system. The system worked up until explant so this was all handled by wound care doctors. There was debrevment of the wound. The issue was resolved.